Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of infiniti multipac lot 17437868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a catheter from a 5 fr. Infiniti multipac broke off when dye was injected through it. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that it was not known/answer not provided as to which catheter from the multipac separated. The event occurred during a power injection. The psi setting of the power injector was not known or provided. The patient did not experience any adverse event as a result of the reported product issue. No additional intervention was necessary as a result of the product issue in order to remove the separated portion of the catheter as the catheter came out with the guidewire. Another catheter was used to complete the procedure after successfully the reported product issue. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no reported problem flushing the catheter. There was no reported problem positioning or advancing the catheter over the guidewire used. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product is being returned for inspection and the separated luer hub is also being returned with the catheter. No additional information is available.

Manufacturer narrative:
As reported, the hub of a catheter from a 5 fr. Infiniti multipac broke off when dye was injected through it. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that it was not known/answer not provided as to which catheter from the multipac separated. The event occurred during a power injection. The psi setting of the power injector was not known or provided. The patient did not experience any adverse event as a result of the reported product issue. No additional intervention was necessary as a result of the product issue in order to remove the separated portion of the catheter as the catheter came out with the guidewire. Another catheter was used to complete the procedure after successfully the reported product issue. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no reported problem flushing the catheter. There was no reported problem positioning or advancing the catheter over the guidewire used. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product is being returned for inspection and the separated luer hub is also being returned with the catheter. No additional information is available. The device was returned for analysis. One non-sterile unit of fr5 infiniti multipac was received coiled inside a plastic bag. Per visual analysis a kinked condition was found on catheter body at 82.7cm from catheter distal end as well as the proximal section of catheter (that include the catheter hub) was found separated at 99.0cm from catheter distal end and the separated section was not received for analysis. No other issues were found. The separated edges on the received proximal end of catheter body were inspected under vision system and evidence of tool marks were found also it was noticed that the catheter body presents cutting characteristics. No other anomalies were found. The unit was sent to sem analysis with the following results: results showed in that the transversal section of the fracture the diameter of the sample was deformed, this suggests that an external force was applied to the separated area. Also per evidence of damages induced by a sharp object was found and the pattern observed on these pictures suggests that the damage was induced by a sharp object. The evidence found in the analysis suggests that the sample was fractured by a shear condition. No other issues were found during the sem analysis. The catheter body od and ID were measured near to kinked conditions and also near to separated condition and results were found within specification. A review of the manufacturing documentation associated with lot 17437868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿luer hub-separated¿ was confirmed during analysis due to proximal section of catheter (that includes the catheter hub) was found separated. However, the exact cause of the separation could not be conclusively determined. Analysis of the returned portion notes tool marks at the point of separation as well as cutting characteristics. Sem notes the separation may have occurred by a ¿shear condition¿. These findings may suggest that handling factors during use of the device contributed to the reported separation. Neither the DHR nor the analysis suggests a design or manufacturing related cause for the separation; therefore, no corrective action will be taken at this time.